Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The service technician performed a button test and the device passed with no abnormalities. The device failed 98 hours of extended bench testing due to a patient circuit fault alarm from a detected loss of pressure during both inspiratory and expiratory phases. A non-conforming blower module was causing the patient circuit failure. The service technician installed a new blower module and the device passed all testing and met all vyaire manufacturer specifications. Visual inspection revealed no abnormalities with rotary known or encoder panel assembly.

Event description:
It was reported to vyaire that the revel ventilator was changing set parameters on its own. The customer confirmed that there was no patient involvement associated with the reported issue.